Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead connector portion was returned in one piece for analysis. Visual inspection of the lead found an external abrasion breaching the outer insulation at the proximal region caused by friction to the device can. All other damages were sustained during the procedure.

Manufacturer narrative:
Correction: previously reported g3 should be 8 february 2022 rather than 9 february 2022.